Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Per results of investigation, carefusion service technician was unable to duplicate failure. Palmtop ventilator (ptv) enve was tested with a known good ac adapter and known good patient circuit connected. The service technician performed several touchscreen calibration tests, vent passed touch screen calibration test every time. The ventilator passed 70 hour extended test at customer's settings. The ventilator passed initial final test and initial alarm volume test. The ventilator passed all bench testing.

Event description:
The customer reported model palmtop ventilator (ptv) enve touchscreen was unresponsive intermittently and touch commands were being processed without options being touched. Upon further investigation, the customer reported the device was connected to a patient at time of incident. No allegation of patient injury or harm was reported.